Manufacturer narrative:
A4 weight: 43.8 kg. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the inner liner. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that partial stent deployment occurred. The occluded target lesion was located in the bile duct. After a 6f guide catheter was placed and a 0.35 guide wire crossed the lesion, a 10x100x120 epic stent was advanced for treatment. However, during deployment, it was noted that only 90% of the stent was opened. The delivery system was stuck during removal and then after some negotiation the delivery system released and was removed. The procedure was completed with this device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that partial stent deployment occurred. The occluded target lesion was located in the bile duct. After a 6f guide catheter was placed and a 0.35 guide wire crossed the lesion, a 10x100x120 epic stent was advanced for treatment. However, during deployment, it was noted that only 90% of the stent was opened. The delivery system was stuck during removal and then after some negotiation the delivery system released and was removed. The procedure was completed with this device. No patient complications reported and the patient's status was stable.